Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels read high (>400 mg/dl) while wearing the pod between 4 and 24 hours. The patient reports receiving a auto off hazard alarm for the pod. The patients continuous glucose monitoring (cgm) is not compatible with the op5 pod being used by the customer. Once at the hospital the patient was treated with intravenous fluids. The patient was discharged from the hospital after 6 hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. The dexcom pro cgm is not compatible with omnipod 5.